Event description:
Event description guidant received information that one day post-implant, a loss of capture due to high thresholds was confirmed with this right ventricular lead (model 4341, serial 208985). At a follow-up visit several months later, an appropriate safety margin could not be met as the threshold measurements had increased. In a revision procedure, repositioning of the lead was unsuccessful; the lead was explanted when lead damaged was observed. The physician suspected that the lead may have been damaged before the procedure, allowing blood to gradually move into the lead body. An additional communication noted the replacement lead (model 4341, serial 208864) had exhibited increased threshold measurements from 0.8 mv at implant up to 1.6 mv at a follow-up visit.